Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a compromised/poor image during preparation for use when connecting the scope. The procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: residual fluid or foreign matter came out of the forceps channel; no image; error message e315 (untargeted scope connection) was caused by corrosion of the scope connector; and the coating of the image guide coil was stripped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found that due to damage to the charged-coupled device unit, the image was not displayed. Due to corrosion on the endoscope connector, e315 (scope err unsupported scope) occurred. Residual liquid or foreign material came out of the channel tube. The connecting tube/image guide serpentine had a peeling or stripping coating (1 to 2 mm or more). Due to a pinhole on the channel tube, water tightness was lost. The light guide bundle was slipping down. Due to damage to the channel tube, the channel cleaning brush could not be inserted smoothly. Due to damage to the channel tube, forceps could not be inserted smoothly. Due to wear on the angle wire, the bending angle in the up direction did not meet the standard value. The scope connector cover unit was dirty due to water leakage. The angulation lever had a scratch. The universal cord was dirty due to water leakage. The suction connector was dirty due to water leakage. The control unit was dirty due to water leakage. The scope connector cover unit had a scratch. The forceps channel port had corrosion. The suction connector had a scratch. The switch box had a scratch. The up-and-down angulation lever plate was sticky. The grip had a scratch. The grip was sticky. The control unit had a scratch. The adhesive on the bending section cover had a chip. The insertion tube rotation ring was damaged. The connecting tube had a scratch. The foreign material found has been attributed to insufficient cleaning. The customer provided cleaning, disinfecting, and sterilizing processes. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer does not know the nature of the foreign material or when it adhered to the device. There was no delay in the start of the precleaning. The customer did aspirate the water through the instrument's suction channel. There were no abnormalities found in the accessories used for reprocessing. The customer had cleaned the device in the washing machine and immersed the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign material in the forceps channel issue could not be determined, however, the issue was likely the result of an air leak in the forceps channel, indicating that water had entered the inside of the scope, mixed with the anti-friction agent used inside the scope, and leaked out; the issue also likely prevented proper device reprocessing. The reported no image/ e315 scope communication error was confirmed and determined to likely be the result of the observed forceps channel leak, resulting in an ingress of water into the scope, causing moisture to adhere to the electrical board and causing corrosion and a short circuit. The observed coating peeling from the insertion tube was found to likely be due to repetitive use stress/user handling. The event may be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 3.8 inspection of the endoscopic system 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. 1 straighten the insertion section of the endoscope 2 insert the endotherapy accessory straight through the biopsy valve while closing its distal end and retracting it into the sheath. 3 confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end. 4 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.